Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to completed the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that the tension spring is still loaded inside the deployment tube and the foam collar is between plunger and hub. The failure that the seal would not deploy is confirmed. Other observation is that the seal is cracked.